Event description:
The surgeon reported, "the tubing broke spontaneously inside the abdomen. The tubing was very brittle and cracked easily. You will be getting two sections of tubing. The one with the suture on it is the part from the port to the break. The suture marks the end that broke. The other piece is a section that I removed that is closer to the bank itself. I put in a new piece of tubing from one of the port kits and was able to patch it back together." Follow-up findings: per the healthcare facility they have checked the fluid three times and noted the loss of fluid and the fluid was discolored each time. The laparoscopy confirmed a tubing breakage.

Manufacturer narrative:
(B)(4). The tubing associated with this report has not yet been returned. The access port was not explanted and based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the access port for analysis, if it is explanted in the future. Visual examination may confirm or determine another connector type associated with this report at that time. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review the patient's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the patient has been compliant with nutritional guidelines, the patient may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction."